Manufacturer narrative:
(B)(4). The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the device failed pre-repair diagnostic tests for test bench power test. It was further observed that the device had a worn electric motor, the coupling head was worn, and the bottom trigger was sticking. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device failed pre-repair diagnostic tests for test bench power test. During in-house engineer evaluation, it was observed that the device had a worn electric motor the coupling head was worn, and the bottom trigger was sticking. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.